Manufacturer narrative:
Initial 2 of 3 patient country: united kingdom. Name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced elevated blood glucose levels and ketones on (B)(6) 2026 due to priming the cannula without attaching the tubing. The patient was treated with pen.